Manufacturer narrative:
The product investigation was completed. Device evaluation details: the device was returned to johnson & johnson medtech for evaluation. A visual inspection, screening test , temperature and impedance test and irrigation test of the returned device were performed following johnson & johnson medtech procedures. Visual analysis revealed a reddish material inside the pebax tip. The magnetic and force feature were tested. The force values and the vector were observed within specifications. No force issues were observed. The temperature and impedance test was performed and the device was found working correctly. No temperature or impedance issues were observed. An irrigation test was performed, and the device was flushing correctly, no obstructed holes were observed. No irrigation issues were observed. The device tip was inspected under microscope after performed the test, and it was found a hole on the surface of the pebax. A manufacturing record evaluation was performed for the finished device number lot 31389356l and no internal action related to the complaint was found during the review. The foreign material inside the pebax could be related to the force and magnetic sensor error and high temperature issue reported by the customer; therefore, the customer complaint was confirmed. The root cause of the pebax damage could be related to the manipulation of the device during the procedure; however, this cannot be conclusively determined. The instruction for use states: when cleaning the tip electrode, be careful not to twist the tip electrode with respect to the catheter shaft; twisting may damage the tip electrode bond and loosen the tip electrode, or may damage the contact force sensor. In addition, in order to prevent damage to the catheter tip, use the insertion tube supplied with the catheter to advance or retract the catheter through the hemostasis valve of the sheath. After insertion, slide the insertion tube back toward the handle as part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi¿s quality system. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that the patient underwent a right-sided atrial flutter procedure with a I qdot micro¿ catheter and post procedure the bwi product analysis lab identified a hole in the pebax. During the procedure, the medical team got a temperature slope too high error on the ngen generator and a magnetic sensor error on the carto 3 system. The qdot micro¿ catheter could not be zeroed. When the catheter was removed it appeared to have blood in the insulation of the catheter tip. The catheter was replaced and the issue was resolved. The procedure was continued and subsequently completed.